Event description:
It was reported that while using 3 of the bd nano¿ 2nd gen pen needle's were unable to deliver medication. The following was received by the initial reporter: consumer reported, she attempted to take injection and no insulin came out stated, when she removed the pen needle that failed, the non patient end was bent. Stated, she does not know if the non patient end was bent before she tried to use it or after she tried to use it 3 pen needles affected

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 4th complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using 3 of the bd nano¿ 2nd gen pen needle's were unable to deliver medication. The following was received by the initial reporter: consumer reported, she attempted to take injection and no insulin came out stated, when she removed the pen needle that failed, the non patient end was bent. Stated, she does not know if the non patient end was bent before she tried to use it or after she tried to use it 3 pen needles affected.